Manufacturer narrative:
Qn# (B)(4).

Event description:
When trying to introduce the guide wire there was resistance when the doctor pushed forward. When the doctor removed the guidewire, it was coiled. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Event description:
When trying to introduce the guide wire there was resistance when the doctor pushed forward. When the doctor removed the guidewire, it was coiled. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an unraveled guide wire. The needle is not included in the image. A probable cause of the guide wire unraveling cannot be determined from the photo and without the sample to evaluate. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut guidewire to alter length." "Do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The report that the guide wire unraveled was confirmed through examination of the customer supplied photo. The image showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.